Event description:
It was reported that during a pci procedure involving a calcified, 99% stenotic lesion in the mid left anterior descending (lad) coronary artery and 1st diagonal branch (d1), the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. A medikit 7f introducer sheath, a mach1 7f jl3.5st guide catheter, a runthrough guidewire, a cypher 23mm x 2.5mm stent and a usci inflation device were also used in the procedure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becomes available; a supplemental medwatch report will be filed. A review of the manufacturing record for this batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch number has two associated complaints.